Manufacturer narrative:
Medical records were reviewed and there was no documentation in the medical record supporting a possible association between fresenius pd products and the event of peritonitis.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency room with a three day history of increasing abdominal pain and leukocytosis. He was treated with vancomycin and ceptaz and the catheter was assessed as the cause of the peritonitis and was removed. A tunneled hemodialysis catheter was placed and the patient transitioned to hemodialysis and discharged home.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were reviewed. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported during a home visit on (B)(6) 2015 the patient reported cloudy effluent during treatment. Per the pdrn the patient was diagnosed with an episode of staphylococcus epidermis peritonitis on (B)(6) 2015. The patient practiced aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. No fluid leaks were reported during treatment or prior to infection. The patient was not hospitalized for the episode of peritonitis and was treated in-clinic. Per the pdrn as of 10/30/2015, the signs and symptoms of peritonitis have resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.